Event description:
It was reported that the right ventricular (rv) lead exhibiting undersensing of ventricular tachycardia (vt). It was observed on the ventricular electrogram (egm) that there was "clipping" of the signal and pacing at a lower rate. The rv lead was reprogrammed to a higher sensitivity and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) undersensing information. It was noted non-sustained ventricular tachycardia (vt) episodes were recorded on 2015 (B)(6) with ventricular undersensing and inappropriate ventricular pacing. Egms show varying r-wave amplitudes with some clipping of the egm.